Event description:
It was reported that on (B)(6) 2011, patient had surgery for a traumatic right ankle injury. On (B)(6) 2011, broken screw was seen on x-ray. Patient was told to be non-weight bearing. On (B)(6) 2011, the original hardware was removed and an arthrex tightrope inserted. On (B)(6) 2011, the patient developed an infection (caroni bacterium and pepto-streptococcus) but this treatment was not effective. On (B)(6) 2011, patient developed a severe infection of the right ankle. On (B)(6) 2011, patient underwent irrigation, debridement, muscle excision and removal of hardware (tightrope). Patient has osteomyelitis (bone infection) of right fibula and an open longitudinal wound and was treated with PICC line antibiotics. An MRI was done on (B)(6) 2012 and is recommended monthly to monitor for infection. Patient is now slowly improving and the wound is closing and has been referred to a plastic surgeon for a possible flap repair to cover the wound.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event; no issues were found with the sterilization of this lot. This device is supplied sterile. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.